Event description:
It was reported that during a gastric bypass procedures, the trocar was leaking pneumoperitoneum almost immediately when used with a 5mm device. The leakage and loss of pneumoperitoneum worsened after stapler insertion. There was a damaged seal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric bypass procedures, the trocar was leaking pneumoperitoneum almost immediately when used with a 5mm device. The leakage and loss of pneumoperitoneum worsened after stapler insertion. There was a damaged seal. Another trocar was used to resolve the issue. There was no patient injury.